Manufacturer narrative:
Blank display due to moisture damage on electronics. Unable to verify button anomaly due to blank display.

Event description:
The customer reported via phone call that insulin pump had blank display, buttons work intermittently. The customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was performed. The insulin pump will be returned for analysis.